Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was performed for provided lot number 8299706. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this incident, two picture samples were returned for evaluation by our quality engineer team. Through examination of the picture samples, the needle was observed through the catheter. Investigation conclusion: at this time, further action has not been determined necessary. Our quality team will continue to monitor the production process for signs of this potential defect and other emerging trends. Root cause description: a definite cause related to the manufacturing process could not be identified for this incident, however, it has been noted that it most likely occurred from improper use and handling. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system needle went through the catheter. This was discovered during use. The following information was provided by the initial reporter: intima catheter presents resistance, identified that it presented perforation of the guide wire. Additional information: there was no damage. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic. There was no drug used because the defect was noticed during the puncture.